Event description:
The braun ipx3 pca pumps are: 1) set up to be used in one way only, that is using a small IV bag; 2) the pump can be configured with different passcode requirements in order to make changes (all, none, or some); 3) the lockable case has an access window for the keypad: 4) the priming volume is not automatically subtracted from the starting volume; and 5) only one tubing set will allow the use of piggy back infusion.when "all" codes are set, the nurse must enter the passcode seven (7) times to start an infusion.this facility had elected to use syringes, rather than bags, to better track narcotic usage. The plastic case had to be modified to accommodate this. In order to reduce the number passcodes required a plexiglass cover was installed over the opening in the case.if the beginning volume is not manually corrected after priming, subsequent infused volumes will not correspond with the syringe volume.======================manufacturer response for pca pump, cme color vision (per site reporter).